Manufacturer narrative:
Pump passed operating current, self, restart error, displacement but alarm during the basic occlusion test due to loose/protruded drivesupport disk. Unable to perform the occlusion, system sensor and excessive no delivery test due to system sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that the insulin pump reased the basal rates. Customer's blood glucose was 300mg/dl at the time of incident. Customer indicated that they spoke with their doctor. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined troubleshooting.